Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator implanted for spinal pain and radiculopathy. It was reported by the patient that their implantable neurostimulator (ins) became infected and had to be explanted. The patient stated that the device was working prior to explant. Also, the patient stated that they were hospitalized for an entire week and had to take injections and IV every morning for six weeks. No follow up required at this time. All necessary information was provided and required fields deemed sufficient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.